Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 28 months of implant duration. The clinician expressed dissatisfaction with regard to battery longevity.